Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 the patient had fusion surgery at t12-l1 and a depuy expedium was the hardware used in her back. On (B)(6) 2024 her providers realized that the hardware had failed due to "stripped screws" and revision of the surgery had to be done to t12-l1 and to the next level up which is the l1-l2, causing serious injuries to patient. This complaint involves unknown number of devices. All available information has been disclosed for reporting. No further information was provided.